Manufacturer narrative:
The insulin pump had a pump error noted in the pump history and critical pump error due to out of specification force sensor zero offset. Analysis was unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 94 mg/dl at the time of the incident. Customer stated that the critical pump error alarm was received while rewinding the insulin pump. Customer also mentioned that the alarm could not be cleared due to unable to use the back button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and not expected to return for analysis.